Event description:
On (B)(6) 2010, the patient reported she sees air bubbles in the insulin cartridge of her infusion device every time she fills a new cartridge. She stated she allows the insulin to reach room temperature prior to insertion. The patient was assisted with filling an additional cartridge with insulin. She stated it has bubbles in it. She was advised to prime out all air bubbles but she stated the air bubbles will not completely prime out of the cartridge. She said she now sees many small air bubbles in the cartridge. A request for additional training was submitted. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was replaced and requested to be returned for evaluation.